Event description:
Customer reportedly received results of 462 mg/dl and 348 mg/dl on aviva plus system 1, and result of 158 mg/dl on aviva plus system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 490837, expiration date 08/31/2013). (B)(4).